Event description:
During follow up for a separate issue, it was reported that this patient on peritoneal dialysis (pd) was seen on the outpatient pd clinic and initiated on antibiotic therapy for diagnosis of peritonitis. There were no reported allegations that the event was related to an issue with fresenius products. In an additional call, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient was seen in the outpatient pd clinic on (B)(6) 2022 for a regularly scheduled clinic visit. During the visit it was noted the patient had cloudy effluent. As a result, a pd culture was obtained and the patient was initiated on antibiotic treatment with intra-peritoneal vancomycin, per clinic algorithm. The nurse stated the culture (obtained on (B)(6) 2022) yielded growth of the bacteria staphylococcus epidermis. The peritonitis was attributed to patient touch contamination during the pd exchange. The patient is recovering from the event and continues pd treatment with the new cycler without any issues. Additional details were requested, however, not provided.